Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 65mm in diameter abdominal aortic aneurysm. The proximal neck was 29mm in diameter and 15mm in length. There were two endurant aortic cuffs implanted previously. The proximal aortic neck angulation was 50 degrees. It was reported that a CT scan identified a type iii separation between the aortic cuff and the aneurx stent graft. The aneurx stent graft device migrated distally causing the stent graft separation. The physician does not know the cause of the event. The physician repaired the type iii leak with a 36x14x102 aui and limbs and a fem-fem bypass was performed. There was no evidence of an endoleak at the completion angiogram. No additional clinical sequelae were reported and the patient is fine.